Event description:
It was reported that during reprocessing there was an issue with the maryland bipolar forceps instrument. No specific complaint was alleged. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The complaint of a reprocessing issue could not be confirmed as no specific complaint was alleged. A visual inspection of the grips and wrist assembly with no magnification showed no obvious contamination. An additional observation not reported by the site was a frayed cable. The pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Other cables at the instruments wrist were not damaged. No other damage was found. On (B)(4) 2013, isi attempted to contact the initial reported of this complaint to obtain additional information regarding the reported event. At the time of this report, no additional information has been provided. If additional information becomes available a follow up will be provided if warranted. This the customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.